Manufacturer narrative:
Additional information 08/25/2015: additional information includes that the patient's family reported that the patient got up out of bed, fell when the lifevest shocked him, and cracked his skull open. There is no further information on the head injury or if it is related to the patient's death. Information from 07/02/2015 report: device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the u722 component on the pca board shorted. The cause of the incoming test failure is the shorted component. The root cause of the shorted component cannot be positively identified. There is no information to suggest that the shorted component caused or contributed to the patient's death. The u722 component is not involved in the detection circuitry. The patient's rapid af contributed to the false detection. A full 150j pulse was delivered for the detection. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) 02/2014 ; electrode belt (B)(4) 09/2014.

Event description:
Information from 07/02/2015 report: a us distributor contacted zoll to report that a patient passed while wearing the lifevest. The patient was reportedly conscious at the time of the treatment then passed out. Ems responded and provided resuscitation efforts without success. Review of the lifevest downloaded data indicates that the patient experienced an inappropriate defibrillation event. Rapid atrial fibrillation and multiple counting of large t waves contributed to the false detection. The response buttons were pressed approximately 1 minute prior to pulse delivery. The response buttons functioned appropriately. The post-shock rhythm was bradycardia. A non-treatable rhythm was declared approximately 14 seconds later and the device was subsequently shut down after another 14 minutes. The patient was still in bradycardia at the time the device was shut down.

Event description:
A united states distributor contacted zoll to report that a pt passed while waring the lifevest. The pt was reportedly conscious at the time of the treatment then passed out. Ems responded and provided resuscitation efforts without success. Review of the lifevest downloaded data indicates that the pt experienced an inappropriate defibrillation event. Rapid atrial fibrillation and multiple counting of large t waves contributed to the false detection. The response buttons were pressed approximately 1 minute prior to pulse delivery. The response buttons functioned appropriately. The post-shock rhythm was bradycardia. A non-treatable rhythm was declared approximately 14 seconds later and the device was subsequently shut down after another 14 minutes. The pt was still in bradycardia at the time the device was shut down.

Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. As received, the belt failed incoming testing. Upon evaluation, the u722 component on the pca board shorted. The cause of the incoming test failure is the shorted component. The root cause of the shorted component cannot be positively identified. There is no info to suggest that the shorted component caused or contributed to the pt's death. The u722 component is not involved in the detection circuitry. The pt's rapid af contributed to the false detection. A full 150j pulse was delivered for the detection. Device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was fully functional and able to detect and treat. Device manufacture date: monitor (B)(4) 02/2014. Electrode belt (B)(4) 09/2014.